Event description:
As reported, during treatment for a postpartum hemorrhage (pph), a bakri tamponade balloon catheter was water tested before placement. During use, the catheter was found to have a pinhole leak in the balloon catheter. Before the device failure, the patient's estimated blood loss was 600ml. After the device failure, the patient lost an additional 150ml. The total estimated blood loss was 750ml. Another device of the same type was used to complete the procedure. No adverse effects to the patient were reported.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Summary of event: as reported, during treatment for a postpartum hemorrhage (pph), a 'bakri tamponade balloon catheter' was water tested before placement. During use, the catheter was found to have a pinhole leak in the balloon catheter. Before the device failure, the patient's estimated blood loss was 600ml. After the device failure, the patient lost an additional 150ml. The total estimated blood loss was 750ml. Another device of the same type was used to complete the procedure. No adverse effects to the patient were reported. Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. A review of the device history record found no non-conformances related to the reported failure mode. A complaint history database search showed one other related complaint associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: IFU t_j-sosr_rev4 ('bakri postpartum balloon') provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." One, used, 'bakri tamponade balloon catheter' was returned for investigation. The balloon and catheter material were coated in a black discoloration from an unknown source. The device was function tested, and no leak was detected. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The complaint was not confirmed, as the device functions as intended; evaluation of the returned device could not re-create the reported failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.